Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned samples determined that it was received, three winding former with needle sutures outside their packaging that pertain to product code vcp752d. Only was received two open foils. This product code required eight strands per packet. Upon visual assessment of the winding formers, it was observed that the strands have begun with a degradation process due to exposure to the environment. This condition caused the color variation on the strands and detached needles from the sutures.  Due to this condition of the samples, the functional test could be not performed. The foils were visually inspected, and wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. Events reported: 2210968-2023-03642 and 2210968-2023-03657.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery . And the color of the suture was gray. And the suture was easily broken when touched . Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. Visual inspection was conducted on the returned device. Upon visual assessment of the winding formers, it was observed that the strands have begun with a degradation process due to exposure to the environment. This condition caused the color variation on the strands and detached needles from the sutures. No adverse patient consequences were reported. No additional information was requested.